Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was taken by ambulance to the hospital because she was shaky, very tired, very sick, droopy and slightly unconscious. It was reported that the cgm was reading low and but the patient was actually in hyperglycemia. There was no treatment provided, just lots water and walking, no eating. The patient was discharged after a few hours. At an unspecified time of the event the cgm reading was low and the bg reading was 6.0 mmol/l. At the time of the report the patient was resting. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.